Event description:
The balloon catheter broke leaving the balloon and jacket guard in the pt. The balloon and jacket guard were snared and removed from the vessel. The procedure was completed without further incident.